Event description:
Pt developed cornea ulcer after using complete moisture sol. Her eyes were red, painful, excessive tearing, sensitive to light. Pt saw the md and was given 2 antibiotics. Pt was discontinued contact lens usage.